Event description:
Lap chole - "when it was time for trocar removal, dr (B)(6) could not deflate the balloon. After several attempts, she punctured the balloon with a needle to remove the trocar. Dr (B)(6) also started that the retension disks were leaving bruises and marks on the patient's skin. She noticed this with a previous patient; she did not press the disk as firmly in place this time but still noticed some indentions."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the balloon was punctured and the retention disk met design specifications. No additional damage was noted to the unit. Engineering tested the balloon inflation port and found that it functioned as intended. The root cause of your experience could not be determined as engineering was unable to replicate the incident. During the manufacturing process, all kii fios first entry advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Prior to removal the customer should verify that the syringe is properly engaged with the balloon inflation port. The applied medical instructions for use (IFU) guides the user to attach the syringe to the balloon inflation port and pull out on the syringe to deflate the balloon. Applied medical is currently investigating device enhancements which are intended to reduce the potential for these type of incidents to reoccur. This document represents our final report.